Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's clamps cracked after 3 uses when stapling the pulmonary parenchyma. First handle, the green button was pressed and the handle squeezed, but the stapler did not fire. Second handle, the green button was pressed, the handle could not be squeezed and the stapler did not fire. No injury was reported.